Event description:
Meter was reading in the incorrect unit of measurement. The pt told the customer care representative (ccr) that pt took insulin as treatment by a medical professional. No furhter info was provided as to whether the pt had symptoms of high or low blood glucose level prior to treatment. No results obtained on the reported meter or by the medical professional were provided. There is insufficient info to indicate that the pt experienced injury. The ccr confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct unit of measurement. The pt had not recently changed the unit of measurement in the meter settings. There is an indication that the meter malfunctioned by spontaneously changing the unit of measurement setting. The event meets the criteria for a medical device reportable as a product malfunction. The meter, test strips, and control solution were replaced.